Event description:
It was reported that in an attempt to remove a reflex hybrid cervical plate, the surgeon was unsuccessful using all removal tools. Screws wouldn¿t disengage from the locking ring and one inner shaft of a removal driver was broke in the process. Surgeon had to drill plate in half to remove from patient¿s cervical spine.

Manufacturer narrative:
Method: device history review, complaint history review, risk assessment. Results: the customer event of a tip fracture of a reflex hybrid revision driver draw rod screw extractor was confirmed via visual inspection. The instrument fracture may have been the result of over tightening. Excessive tightening could also result in the deformation of the instrument distal tip. It has been acknowledged that breakages of the instrument distal tip will occur due to the nature of revision surgery as well as the small draw rod diameter required to interface with a screw in the cervical spine. Conclusion: the root cause of the failure is likely multifactorial.

Event description:
It was reported that in an attempt to remove a reflex hybrid cervical plate the surgeon was unsuccessful using all removal tools. Screws wouldn't disengage from the locking ring and one inner shaft of a removal driver was broke in the process. Surgeon had to drill plate in half to remove from patient's cervical spine.